Event description:
The pt was hospitalized for elevated blood glucose levels and dka, the pt's physician reported that the family did not properly manage and correct the blood glucose elevations when they were first experienced.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. There is no reported pump malfunction and pt's physician stated that the family did not properly manage and correct the blood glucose elevation when they were first experienced. The pt has continued to use the pump with no reported subsequent events. If the device is returned, an eval shall be completed and a supplemental report will be filed.